Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that embedded foreign matter was found inside the damaged OEM smartsite luer lock valve port. The following information was provided by the initial reporter, translated from (B)(6) to english: "embedded fm was found for 1 of 3400 inspected." Fm inside component, fm, damage/scratch, molding defect/burr, embedded fm, deformation